Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve the iliofemoral access site was dilated to allow the inline sheath to pass. A terumo solopath sheath was placed without resistance and the dilator balloon was inflated to expand the sheath. The inline sheath was inserted through the terumo solopath sheath and met resistance in the common iliac artery region. The sheath was retracted as the inline sheath was advanced. The delivery catheter system (dcs) tracked nicely and the valve was deployed in proper position. The dcs was withdrawn from the body intact. The solopath sheath was attempted to be removed, but the balloon had a leak and could not be collapsed. There were failed multiple attempts to withdraw the sheath and subsequently the sheath had to be surgically removed. During the surgical removal the patient required cardiopulmonary bypass (cpb) for support. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).